Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 20 mcg/day) via an implantable pump for htlv-1 associated myelopathy (ham). It was reported when an attempt was made to perform a refill, inversion of the pump was found. The date of incidence was (B)(6) 2019. The event was corresponded by using hand temporarily sometimes, but fixation again was recommended because kink might occur and the catheter might be tangled. Fixing the pump again was scheduled for (B)(6) 2019. The attending physician's assessment indicated the thread fixed on the skin incision side seemed to be cut. In addition, it was commented that the event was attributed to the procedure and there was no relation with the intrathecal baclofen (itb) therapy. The event was considered not causally related to the drug, catheter, pump, programmer, but causally related to the surgical procedure. As of (B)(6) 2019, the event was considered unrecovered. Further complications were not reported. Additional information was received. The procedure for fixing the pump again was performed on (B)(6) 2019 and planned as completed. The event was considered recovered. It was confirmed the threat on the skin incision side was cut.